Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. As per part investigation, it was determined that the rail assembly was missing the slide bumper, which contributed to the migration of the retainer brackets and the exposure of ball bearings. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative, section b describe event or problem. Part analysis: the reported condition of drawer slides failing was confirmed by the field service engineer (fse). According to work order (wo) (B)(4), the auxiliary enhanced half-height drawer 2.1 was reported as getting stuck. The field service engineer (fse) replaced the drawer and performed the hta test, confirming proper functionality after the replacement. External visual inspection of the received assy smart hh cubie drawer was conducted. No visible damage was found during the inspection. Both the top and bottom drawers of the half-height cubie were tested by repeatedly opening and closing them. Resistance was noted when attempting to open the top drawer. The unit was flipped upside down for evaluation. Testing revealed that the retainer brackets were migrating, with exposed ball bearings observed on the left drawer rail of the top drawer. Additionally, the rail assembly was missing the slide bumper, which contributed to the migration of the retainer brackets and the exposure of ball bearings. These conditions could cause the drawer to become difficult to open and close and may eventually lead to drawer failure. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue where the top half-height drawer was difficult to open and close was attributed to a missing slide bumper.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rails stick on half height drawer 2-1. A field service engineer (fse) removed and replaced enhanced half-height drawer 2 and performed storage space configuration to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.